Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the unresponsive buttons. The pump also had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer reported changing the battery and the buttons became unresponsive after. The customer's blood glucose was 13.4 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.